Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2009. It was reported the pt can no longer establish telemetry between her ipg and charging system. In addition, the pt reported she can no longer feel stimulation. A new charging system was sent to the pt but was unable to resolve the issue. As the pt was non-compliant with the ipg charging requirements, the physician suspects battery depletion. The ipg will be explanted and replaced. It is unk if the ipg will be returned to the manufacturer for analysis after it is explanted. F/u on the pt found no further issues reported.